Event description:
It was reported that doctor noticed the intraocular lens was without hydration during implantation into the pt's left eye. Pt is with good vision.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.